Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that as per pt, whenever they get to the part where they type in the 4 digit sensor code, after typing it, the receiver goes back to have them set the time and date and run the whole setup again as if they hadn't set it up in the first place. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported